Event description:
The medical provider for the patient called and stated it had been reported to her that the tracheostomy tube was too soft and a suction catheter could not be passed down the tube. The caller stated that the tube was placed in the patient yesterday and recannulation was required. The tub was removed and another tracheostomy tube was placed in the patient. The caller stated that there was no harm to patient. Caller stated that the tracheostomy tube is a custom 5.0 ped with a modified length of 60mm.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed.